Event description:
It was reported that the patient experienced shortness of breath due to loss of av synchrony. It was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.